Event description:
Boston scientific crm received info that a quarter inch of this dextrus lead was exposed/eroded from the implant pocket. There were no performance allegations. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. Therefore the analysis is based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular mfg process.